Event description:
It was reported by service report that the left and right side rails could not remain latched. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Spindle.